Event description:
It was reported that the patient presented in clinic for a check. Upon review, the left ventricle lead exhibited failure to capture. The left ventricle lead was explanted and replaced.